Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump following instructions from technical support, and pump function was restored.